Event description:
It was reported that a fracture of the stent occurred immediately above the overlapped stents. The stents were placed in 5/1998, by a dr from a hospital in terrebone in an "sfa" procedure. Total occlusion was noted on a 6 month follow-up; no surgical invervention is scheduled. Off-label use.